Event description:
During implant, there were difficulties inserting the stylet into the lead. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without the stylet was returned for analysis. Visual inspection did not find any anomalies. Mechanical inspection found the inner coil was over torqued. Electrical inspection found shorts between conductors due to inner coil being over torqued. The complaint of stylet insertion failure was confirmed, the root cause was due to the damaged inner coil consistent with procedural damage.